Event description:
(B)(4).

Event description:
It was reported there was liquid inside the unit. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the upper, lower cases, liquid crystal display (lcd) and main printed circuit board (pcb) was contaminated. It was also noted that the battery release, lead flex cover, two main pcb screws, board connector cables, encoder flex, battery flex, and heart lead flex were contaminated, the ring cover was contaminated and two side bail covers were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.